Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a standard pulse generator replacement procedure, right ventricular lead insulation thinning with coil crush was observed in two places near the suture sleeve site. The lead also exhibited high bipolar threshold of 2.75 v at 0.4 ms. The damaged areas were patched using medical adhesive and two new suture sleeves. After the procedure, bipolar threshold had improved to 2.25 v at 0.4 ms.